Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 02nov2020.

Event description:
It was reported that the ventilator's touchscreen was not sensitive. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the touchscreen and user interface board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.